Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the subject guidewire was inserted through a competitor catheter and did not advance out properly when pushed forward. The subject guidewire tip did not navigate and upon withdrawal was found to be have detached from the distal part. The detached tip was removed by aspiration. The procedure was then completed successfully with no clinical consequences reported to the patient due to this event.

Event description:
It was reported that during the procedure, the subject guidewire was inserted through a competitor catheter and did not advance out properly when pushed forward. The subject guidewire tip did not navigate and upon withdrawal was found to be have detached from the distal part. The detached tip was removed by aspiration. The procedure was then completed successfully with no clinical consequences reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date ¿ added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿ updated. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. H4 manufacturing date ¿ added. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Device was returned for analysis, product lot number was confirmed from the returned packaging. During visual inspection, the distal 12cm section of the subject guidewire was noted to be fractured. There was evidence of kinking and bending to the distal end of the subject guidewire at the location of the fracture. Functional testing was not required as the defect was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information , the wire was inserted through, neuronmax 088, for exchange it did not went out properly, when it is pushed forward, the tip did not navigate when it was withdrawn detached from the distal part. The patients anatomy was moderately tortuous. It is probable that there were some procedural or anatomical factors present during the clinical procedure which caused the reported fracture. An assignable cause of procedural factors will be assigned to the reported and analyzed event of guidewire distal tip broken/fractured during use and guidewire kinked/bent, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.